Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A nurse reported an issue with a bioflo PICC (valved) 5fdl-55cm maximal barrier nursing kit. A few weeks after device placement, during the first cap change, a crack was noted upon securing the new cap to the purple hub. When flushing, a stream of normal saline was observed to exit from the hub/crack. When the new cap was removed to examine damage, the crack disappeared and was only visible when the cap was applied to the hub. The nurse stopped the tpn infusion and switched it to the other grey port, and then cleaned and tegadermed the fractured port to prevent air embolism and decrease infection risk. PICC line care had been performed with ease and without excessive force. Ultimately, the device was removed and replaced on (B)(6)2024. The patient did not experience any adverse effects or harm as a result of this incident.